Event description:
In 2007, insertion of bard port. Post insertion chest x-ray demonstrates a catheter entering from the left crossing the midline and with the tip in the superior vena cava. Three months later, chest x-ray showed disruption of the port-a-cath at the junction of the catheter with the port. The catheter has moved distally with the tip now in the right ventricle. The same day, fluoroscopic-guided foreign body removal within the superior vena cava and right heart. Two days later, removal of old bard port reservoir of left chest and placement of vortex implantable port right arm.